Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system would not start. Upon analyzing the system log files, the fse identified numerous errors related to the suite pc. The philips engineer proceeded to reinstall the suite pc and restore the backup, after which the system was returned to good working order. The codes have been updated based on the investigation's outcome.